Event description:
A report was received that the patient had difficulty coupling the charger to ipg due to swollen implant site. The patient underwent an ipg pocket revision procedure and was doing well postoperatively.